Event description:
The dealer states it isn't exhausting right, making a weird noise. The dealer states that the heat exchanger rubbed a hole in the tubing. All she knows. No additional information. The dealer states 1 red and 3 green, low pressure 6531 hours. All she knows, no additional information. The alarm is not working, changed the switch and it works. No additional information.